Manufacturer narrative:
Upon further review the pump (s/n: (B)(4)) no longer applies to this event. (B)(4)

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2013, product type pump. (B)(4).

Event description:
It was reported that during pump refills, ¿whoever filled the pump was stabbing the catheter and not the pump.¿ during replacement of the pump due to normal end of service, the neurosurgeon determined this was the reason the baclofen level was ¿extremely high.¿ during the surgery, the ¿injured portion of the old catheter has been cut out.¿ the patient stated that it had been an ongoing problem for 2 or more years. Approximately 4 years prior to the report the pump delivered 600-900mcg/day. Currently, since the portion of the catheter had been cut out the dose was down to 150mcg/day. The patient had experienced stiffness and stated that the stiffness had been a big challenge. The patient stated ¿had it been the pump and catheter not being stabbed before, my muscles would probably not atrophied so much because I was stiff all the time¿. The patient had to present to the healthcare provider (hcp) every couple of months to receive a dose increase. Within 1-2 years after pump implant the patient was ¿climbing the chart¿ as far as what level and concentration of drug he needed. Originally the concentration was 2000mcg/ml. The patient changed providers and the new provider thought the volume was too high so they started him on 4000mcg/ml concentration. The patient stated ¿I would literally go to the hcp and they would increase it, and 2-3 days later it as almost like my body would be acclimating to the medicine change.¿ the patient stated ¿of course, now we know there were holes in the catheter but we did not know then¿. Magnetic resonance imaging (MRI) had been performed at that time to check the device but nothing was found. During the refills, the nurse had stated that she was convinced that she got the drug in to the hole but she stabbed the inner tubing because she was unable to get the medication to draw out or push in. The patient stated this was probably one of the few times where the catheter itself had been punctured. The old pump had delivered 4000mcg/ml at a rate of 950mcg/day. Following the replacement, then new pump was filled with 2000mcg/ml concentration at a rate of 400mcg/day. For 2 days following the replacement the patient could not move his legs because ¿there was so much medicine going in him¿. The patient stated ¿it did not freak me out because they have done medicine changes in the past and I could not move my legs, I realized it was a matter to find the right number¿. The dose was again reduced and currently delivered 2000mcg/ml concentration at a rate of 150mcg/day. The patient noted that the pump replacement was due in (B)(6) 2014; however, due to insurance reason the patient requested to have the pump replaced prior to the new year change. The patient was currently receiving better therapeutic results and was able to walk as he should have been. The device system delivered compounded baclofen. Additional information has been requested but was not available at the time of this report.